Event description:
The patient's dose was increased 4% on (B)(6) 2012. The patient had just started to react negatively on (B)(6) 2012. Overdose was indicated and the patient was lethargic, "out of it", and had a rash on the side his abdomen where the pump was located. The patient was being transferred to an alternate hospital. Drug delivered via the device was baclofen. It was further noted that the event was similar to what happened 2 years ago (please refer to MFR report # 3004209178-2012-04201 regarding this event). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received that patient was very spastic so he is managed closely. It was noted that the patient was doing well and receiving effective therapy. It was indicated on (B)(6)-2012 that the patient's dose was increased from 1200mcg/day to 1250mcg/day and the patient was due back at the clinic in a couple of weeks. The drug delivered via pump was compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4).